Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the procedure being performed was laparoscopic appendectomy procedure. To resolve the issue most of the membrane fragments were removed with a grasper through a 5mm trocar. Most of the small membrane fragments were removed from the back abdominal wall area.

Event description:
According to the reporter, during a laparoscopic procedure, the customer noticed that the product had a damaged seal and a device component (part of the rubber seal) fell into the patient¿s cavity. The surgeon tried to remove the rubber, but couldn't remove it all. The patient status was listed as alive with no injury at the time of this complaint. The patient is due for follow-up on (B)(6) .

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photographs of product. The first photograph depicts a surgical procedure with tiny blue fragments. The second photograph depicts the top half of the trocar with a cut to the circular seal. The third photograph depicts the top half of the trocar with a cut to the circular seal. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the customer noticed that the product had a damaged seal and a device component (part of the rubber seal) fell into the patient¿s cavity. The surgeon tried to remove the rubber, but couldn't remove it all. To resolve the issue most of the membrane fragments were removed with a grasper through a 5mm trocar. Most of the small membrane fragments were removed from the back abdominal wall area. The patient status was listed as alive with no injury at the time of this complaint. The patient is due for follow-up on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.